Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 55 mg/dl. The customer stated that the volume does not go down or up. The customer stated that volume was at 1 and pump was still alerting loudly and stated that volume 1 and volume 5 sound the same. It was reported that they had pump error. The customer was assisted with rewind and tubing process and was assisted caller with performing self-test and the test was passed. The insulin pump will not be returned for analysis.